Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing sets bonded maxzero leaked at the connection to the syringe 60ml. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of a leak at the connection of a syringe to a maxzero-bonded tubing set was confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional testing confirmed leaking at the threaded connection of the syringe to the valve. The cause of the leak was not rooted in the needleless maxzero valve. The root cause of the leak is unknown.

Event description:
The customer reported that the tubing sets bonded maxzero leaked at the connection to the syringe 60ml. There was no report of patient harm.